Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.30 mm. The grips were not found to be cracked. As result of the bending grip tip, the clip test failed. The instrument was installed on an in-house system and driven. The instrument passes engagement and able to retain clip through engagement but cannot apply the clip. The clip was stuck into the grip tips due bending, so the clip didn´t stay attached to the tubing. Common causes of this failure mode are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.